Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. There was also a ram chip memory error power on reset.

Event description:
It was reported that the patient came because the device produced a single beep for three days in a row. The patient was interrogated showing the device was functioning normally, but there was a programming change which was not recorded. The device remains in use. No patient complications have been reported as a result of this event. It was also reported that the device had an electrical reset. It was further reported that the device was explanted and replaced.

Event description:
It was reported that the patient came because the device produced a single beep for three days in a row. The patient was interrogated showing the device was functioning normally, but there was a programming change which was not recorded. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient came because the device produced a single beep for three days in a row. The patient was interrogated showing the device was functioning normally, but there was a programming change which was not recorded. The device remains in use. No patient complications have been reported as a result of this event. It was also reported that the device had an electrical reset.